Event description:
Customer reported a high blood glucose reading with a cgm, but the specific value was unknown as it displayed "high." Cause was not known. Customer administered a correction injection using an mdi and received guidance from technical support to inspect their equipment and replace supplies as necessary, with instructions to resume insulin usage.